Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced a partially occluded wash probe and lubed all assembles. The fse also performed general cleaning of the unit and checked the adjusted cup pick positions. The fse cleaned the substrate and the wash syringes then checked the tip attach positions. The customer ran qc (quality control) on 5 analytes with all quality controls in range and no washing errors. There was no further action required by field service. The most probable cause of the reported event was an occluded was probe.

Event description:
On (B)(6) 2015, a customer reported a sporadic wu flag with their aia 600ii analyzer. The customer cleaned the probe but the error persisted. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results.there was no indication of patient intervention or adverse health consequences due to the delay in reporting.